Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the device entered back-up mode due to receiving a MRI scan without programming the device to MRI mode and high voltage therapy was disabled. Technical support was contacted, and the device was successfully reprogrammed to normal function. The patient was stable following this event with no adverse health consequences.